Manufacturer narrative:
(B)(6). Device evaluation: the device was returned to the manufacturer. Visual inspection of the healon gv complaint sample confirmed the customer¿s observation of material found in the healon gv solution. Glass particles were observed in the remaining portion of the healon gv solution. Additionally, the opening of the glass cylinder which sits under the aluminum capsule was observed to be damaged (cracked glass). The results of the investigation indicate that the ''strings'' reported by the customer are glass particles (some of which are >0.1 mm) which were observed in the remaining healon gv solution. Visual inspection on thirty-five (35) retained samples was performed and no visible defects were found on the package or solution. The solution was clear and colorless. Visual inspection with stereomicroscopy. Functional testing was performed on two (2) syringes, and no product malfunction was identified. Product deficiency was not found on retain samples. Manufacturing records were reviewed and the healon was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is an indication of a product quality deficiency, a manufacturing process problem. All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that it seemed like the syringe contained some strings of a different color. There was no patient injury or involvement reported. No further information was provided.

Manufacturer narrative:
This complaint is part of the healon recall - report number: 2020664-04/13/17-001-r. As a result of the extensive investigation, a manufacturing deficiency has been identified related to re-introducing uncapped glass cylinder units to the capping process. As a corrective action, internal procedures were updated to not re-introduce uncapped glass cylinder units to the capping process. Additionally, a voluntary recall was initiated on april 13, 2017 because of the possibility, albeit remote, that the healon manufactured between october 8, 2016 and november 10, 2016 may contain glass particles. All pertinent information available to the manufacturer has been submitted.